Event description:
It was reported by the customer's biomed that the device will not operate on battery power. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported intermittent failure was not verified. Proper device operation was observed through functional and performance testing. The power supply assembly was replaced as a precautionary measure. The device was subsequently returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported intermittent failure was two electrically leaky filters, designators fl4 and fl10 from the power supply module due to solder flux residue on the power pcb.